Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of skinvive¿ by juvéderm® in the perioral area, nasolabial folds, and marionette lines. Pre-treatment included anesthetic cream.two days post injections, the patient experienced ¿redness and pallor in the area of the nasolabial fold/ right cheek.¿ three days later, the patient was treated with aspirin and hylase 300 u. Two days later the patient was treated again with hylase 450 u. The events resolved seven days post symptom onset.